Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation and tilt occurred on an unknown date. No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation and tilt occurred on an unknown date. No further patient complications were reported. It was further reported that computed tomography (CT) of the abdomen on (B)(6) 2018 revealed the inferior vena cava (ivc) filter is positioned with the apex at or just below the renal veins. There is approximately 8.5 degrees of leftward tilt. Mild perforation of the wall of the inferior vena cava occurs with all struts, the greatest distance 2.8 mm anteriorly and abutting the proximal transverse duodenum. No CT evidence of complication of this perforation is identified.

Event description:
A greenfield filter was implanted on an unknown date. It was noted that perforation and tilt occurred on an unknown date. No further patient complications were reported. It was further reported that computed tomography (CT) of the abdomen on (B)(6) 2018 revealed the inferior vena cava (ivc) filter is positioned with the apex at or just below the renal veins. There is approximately 8.5 degrees of leftward tilt. Mild perforation of the wall of the inferior vena cava occurs with all struts, the greatest distance 2.8 mm anteriorly and abutting the proximal transverse duodenum. No CT evidence of complication of this perforation is identified. It was further reported the filter was implanted in (B)(6) 2005.

Manufacturer narrative:
B5 describe event or problem: updated.b7 other relevant history: updated.d4 model and catalog numbers: updated.d6 implant date: updated.